Event description:
Information received from the field notes that the patient reported capture related symptoms. The device exhibited loss of ventricular capture at settings below 7.5 v, 1.0 ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received